Manufacturer narrative:
This case was clinically reassessed on 6/30/2020. With the information available at this time, there appears to be no alleged complaint relating to the identity, quality, durability, reliability, usability, safety, effectiveness, or performance of this device. This appears to be a part of a staged reconstruction for a breast cancer patient post-mastectomy. Therefore, this event does not meet the criteria for a complaint at this time. Multiple attempts have been made to gain additional information and clarity, but none has been provided as of yet. However, should additional information be received in the future, this event will be reassessed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast reconstruction surgery with artoura breast tissue expander 850cc saline breast implants which the patient experienced breast cancer. As a result, patient underwent bilateral mastectomy, and bilateral exchange of tissue expander to saline implant as follow: left replaced with cat#:3502550, sn#:(B)(4), and right replaced with cat#: 3502550, sn#: (B)(4) on (B)(6) 2020. This report is for the right side.